Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. No reboots were observed in the available black box data. The battery compartment was intact with no damage or evidence of moisture ingress. The battery cap fully secured to the pump; a power loss was not observed. The pump was exercised for 24 hours with no intermittent power issues or reboots. The pump case was removed and no evidence of moisture ingress was observed. No evidence of intermittent contact was found on the battery terminal contacts. The complaint was not duplicated during testing. (B)(4).